Manufacturer narrative:
The biomedical engineer (bme) reported that they are seeing intermittent signal loss on the 9th floor on three of their central nurse's stations (cnss). They said that they have rebooted the cnss, and the issue persists. They said that some of the transmitters show intermittent signal loss, but not all of them. She said that the signal loss is happening on a mix of channels from low to high channel numbers. Nihon kohden technical support (tech support) advised them to reboot the orgs because they have not tried that yet. They stated that they would try that and see if it helps. No patient harm was reported. Additional device information: concomitant medical products: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Multiple patient receiver(s) model: ni, sn: ni. Telemetry transmitter(s) model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that they are seeing intermittent signal loss on the 9th floor on three of their central nurse's stations (cnss). They said that they have rebooted the cnss, and the issue persists. They said that some of the transmitters show intermittent signal loss, but not all of them. She said that the signal loss is happening on a mix of channels from low to high channel numbers. Nihon kohden technical support (tech support) advised them to reboot the orgs because they have not tried that yet. They stated that they would try that and see if it helps. No patient harm was reported.